Event description:
Patient was being supported on an impact 754 portable ventilator system and it was reported that the ventilator alarmed unexpectedly indicating "low air / fio2/low tidal volume/delivered tidal volume > tidal volume". A back-up ventilator was employed to support the patient thereby delaying treatment. The end user reported there was no serious injury to the patient as a result of the incident. Though it was reported that serious injury to the patient did not occur, we have submitted this as a serious injury event because back-up ventilation equipment became necessary to preclude permanent impairment or damage due to the unexpected device activity.

Manufacturer narrative:
Device was tested upon receipt at impact and the reported problem cold not be replicated through simulated use testing. Some issues of assembly either by customer servicing or by prior impact servicing were observed however, these errors could not have caused the observed device behavior. The unit was reassembled, periodic maintenance was performed including calibration and burn-in and the unit was returned to the end user after being tested within specifications. Alarms reported by the end-user indicate a possible issue with user setup of the device (circuit connection).